Event description:
It was reported that stent dislodgement occurred. The 90% stenosed target lesion was located in the mildly calcified and moderately tortuous second diagonal segment branch artery and was 15mm to 20mm long with a reference vessel diameter of 2.0mm to 2.25mm. A 2.25 x 20 synergy drug-eluting stent was advanced after plain old balloon angioplasty and ivus was performed. However, severe resistance were encountered and the stent got dislodged after trying several times. The physician tried to retrieved the stent by entwining it with 2 non bsc guidewires but could not be pulled into the guiding. The guiding was pulled out to the area near the sheath. The dislodged stent was completely removed from the patient's body along with the sheath, guiding and guidewires all at once. The procedure was completed with a different device. No patient complications were reported and the patient's status was good.

Manufacturer narrative:
Device is a combination product. Device evaluated by MFR.: synergy ous mr 2.25 x 20 mm stent delivery system was returned for analysis with a guide catheter, introducer sheath and two guide wires. The stent was returned detached from the delivery system entwined with two guide wires within the guide catheter. The stent was damaged its entire length and covered in hardened medium resembling blood. The crimped stent outer diameter at the time of manufacture was within maximum crimped stent profile measurement. The balloon cones were reviewed and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. Stent crimp markings were visible along the balloon body. A visual and microscopic examination of the bumper tip showed no signs of damage. A visual and tactile examination of the hypotube found multiple hypotube kinks. A visual and tactile examination of the outer/inner lumen and mid-shaft section found no issues along the shaft polymer extrusion. No other issues were identified during the product analysis.

Manufacturer narrative:
Device is a combination product.

Event description:
It was reported that stent dislodgement occurred. The 90% stenosed target lesion was located in the mildly calcified and moderately tortuous second diagonal segment branch artery and was 15mm to 20mm long with a reference vessel diameter of 2.0mm to 2.25mm. A 2.25 x 20 synergy drug-eluting stent was advanced after plain old balloon angioplasty and ivus was performed. However, severe resistance were encountered and the stent got dislodged after trying several times. The physician tried to retrieved the stent by entwining it with 2 non bsc guidewires but could not be pulled into the guiding. The guiding was pulled out to the area near the sheath. The dislodged stent was completely removed from the patient's body along with the sheath, guiding and guidewires all at once. The procedure was completed with a different device. No patient complications were reported and the patient's status was good.